Event description:
A malfunction on the customer's pump was reported, and there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump and instructing the customer to return the malfunctioning pump using the provided return box and pre-paid label. The customer was advised to put the pump into storage mode and acknowledged the need to program their settings and connect their cgm to the replacement pump. The customer will use multiple daily injections (mdi) as a backup.